Manufacturer narrative:
(B)(4). Batch # m54126. The analysis found that one ec60a device was returned in good visual condition and with an ecr60d cartridge not loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, and some drivers were noted to be damaged. In addition, the one piece sled was missing. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a gastric division (sleeve) procedure, the stapler didn't work, causing load lock. The surgeon preferred to change the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient.